Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an arteriovenous (av) fistula in the cephalic arch with moderate calcification. The 8x40mm armada 35 balloon percutaneous transluminal angioplasty (pta) catheter was advanced over an unspecified guide wire. The balloon was inflated once to 16 atmospheres and a rupture occurred. During withdrawal, the balloon was felt resistance with the guide wire, therefore both devices were removed together. There is no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. The reported difficulty removing the device from the guide wire could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture, difficulty removing the device, separation and unexpected medical intervention appear to be related to circumstances of the procedure. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified anatomy such that the balloon became damages and ruptured. In addition, the resistance noted with the guide wire during removal was likely the result of the ruptured balloon and upon manipulation of the device, as difficulty was encountered, it is likely that the balloon ultimately separated. Additional treatment with a snare device was used to remove the separated portion of the balloon. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1 - adverse event/product problem: updated from "product problem" to "adverse event/product problem". B2 - outcomes attributed to ae: updated from "na" to "required intervention" h1 - type of reportable event: updated from "malfunction" to "serious injury" h6 - health effect: impact code 2199 was removed and code 4641 was added.

Event description:
Subsequent to the initially filed MDR report, it was reported the distal marker separated inside the anatomy and was retrieved using a snare.